Event description:
During biopsy procedure, the luer lock came off the needle in the pt's vertebra. The dr was able to retrieve the luer lock using surgical instruments. Pt was not admitted and appeared to be doing ok.

Manufacturer narrative:
E-z-em, inc had provided the customer with a return authorization # for return of a product sample on 8/19/97. As of 10/13/97, no product has been rec'd and e-z-em has been unsuccessful in attaining any add'l info from the customer. (Customer was left two messages via phone, and a letter was sent on 9/12/97). Without a product sample, the exact cause of the complaint could not be determined. However, a review of the mfg and inspection records for the product lot in question revealed the product to meet all required specs prior to shipment. It is the opinion of e-z-em's med dir that although this type of incident is rare, it can occur infrequently due to the amount of torque needed to do a bone biopsy. If a product sample is rec'd by e-z-em, inc the complaint file will be reopened and further analysis of the sample will be performed. If not, this will be the final filing submitted to the FDA for this event. Complaint code #'s 1104 and 1415-not labeled.